Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unable to perform the displacement test and occlusion test due to missing retainer. Unit was received with missing reservoir tube o-ring, scratched case, cracked keypad overlay at select button, fading serial number label and minor scratched lcd window.

Event description:
Customer reported via phone call that the insulin pump was damaged. Blood glucose was 129 mg/dl. Customer reported that the plastic clear plastic ring that holds the rubber o-ring in place came off and that's the water seal. The insulin pump will be returned for analysis.